Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ unknown_cath, serial# unknown, product type: catheter.

Event description:
It was reported that the patient ¿decided this week to have the pump removed¿ because it was ¿running a temperature¿ around the pump and around the catheter, ¿approximately one half-length to the spine.¿ the thermometer read ¿99-102¿ in that area. The drug being infused by the pump was not clear. No outcome was reported for this event. Follow up was attempted but not possible; if additional information is received pertaining to this event a follow up report will be sent.